Manufacturer narrative:
The other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient receiving an unknown drug with an unknown dose and concentration for non-malignant pain and chronic low back pain. It was reported the patient had good efficacy of therapy, but the refill nurse noticed 2cc's more being withdrawn from the pump than what the pump said was in the reservoir volume. The office did not report any discrepancies prior to this of 0.5%. It was unknown what may have caused or contributed to the issue. A dye study was performed and the catheter access port (cap) was accessed and the healthcare professional (hcp) pushed what they thought was dye. They could not see the path of the catheter. They then drew up more dye and pushed it through and clearly saw a path of dye to the intrathecal space with the tip around t9. Shortly after that, the patient reported numbness of their abdominal and low extremities, lightheadedness, and mild nausea. The hcp suspected they had pushed 0.5ml of lidocaine through the catheter instead of dye on the first push. The hcp does not have more information. The patient's vital signs were taken and they were monitored until the symptoms went away and the patient appeared to fully recover. Although it was reported the issue was resolved, it was unknown if the volume discrepancy was resolved. It was noted that no surgical intervention occurred or was planned. The patient's weight and medical history was unknown. The patient's status at time of report was "alive-no injury." The event date was (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) on 2017-oct-05 reported the healthcare professional (hcp) office did not report any discrepancies between expected and actual reservoir volumes with previous refills involving this patient. However the hcp office could not find documented information on this. The cause of the volume discrepancy was not determined. The catheter dye study has been resolved, and the hcp office has not performed another refill on this patient since the report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative indicated that 1 to 2ml of the existing drug was aspirated from the catheter access port prior to injecting the lidocaine/dye into the catheter? No further complications were anticipated/reported.

Manufacturer narrative:
Adverse event should not have been reported. If information is provided in the future, a supplemental report will be issued.